Event description:
Boston scientific crm received information via a latitude red alert that this implantable cardioverter defibrillator (ICD) and the associated right ventricular (rv) lead exhibited high pacing impedances. Additional information from the local field representative (fr) indicates that the health care provider (hcp) will be bringing the patient into the clinic for a device and lead check. Appropriate arrangements will then be made based on what is discovered. As of today, all information indicates that this device remains in service. No adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the device was explanted for normal battery depletion. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device had a battery status of middle of life 2 (mol2) at 2.65 volts. All sealplugs were intact and all setscrews moved freely. Review of the daily measurements found that the right ventricular (rv) impedances recorded up and until the week of (B)(6) 2010 were in the 600 ohm range. After that time, the rv impedance increased steadily until >3000 ohms was recorded (B)(6) 2010. The right atrial and shock impedance measurements recorded in the daily measurements were relatively stable. The device was put through and passed a series of tests which verified pacing, sensing, defibrillation, lead impedance circuitry, and recording functions. The cause of the clinical observation was not identified.